Manufacturer narrative:
The serial number of the cobas 6000 c501 module is (B)(6) . The k electrode lot number and the expiration date were requested but not provided. The customer stated that their qc recovery was acceptable before the event. The field service engineer (fse) inspected the module and found a small occlusion in the na electrode. He then cleaned the electrodes and verified the module's performance by ion-selective electrode (ise) checks and precision testing with successful results the investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from two patient samples tested on the cobas 6000 c501 module. The high ion-selective electrode (ise) results prompted the rerun of the patient samples. Sample 1 the initial results were not reported outside of the laboratory. The initial na result from the module was 166 mmol/l. The repeat result from their alternate line was 142 mmol/l. The initial k result from the module was 6.17 mmol/l. The repeat result from the alternate line was 4.24 mmol/l. Sample 2 the initial results were reported outside of the laboratory and were promptly corrected. The initial na result from the module was 156 mmol/l. The repeat result from the alternate line was 137 mmol/l. The initial k result from the module was 6.48 mmol/l. The repeat result from the alternate line was 4.79 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.